Event description:
It was reported that the pleurx catheter has been flushed a minimum of once a day sometimes twice a day before draining and that 150ml is drained each procedure after flushing. It was further reported that if the catheter is not flushed, only a couple of drops are drained. The patient isn't able to flush the catheter at home and comes into the facility daily to get the catheter flushed. There was no reported patient injury.

Manufacturer narrative:
H11: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. G3 (date received by manufacturer), g6 type or report - follow up# 1), h2 (correction and additional information), h6 (annex g ¿ component code), annex b (type of investigation), annex c (investigation findings), annex d (investigation conclusions). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records has not been performed. The device has not been returned for evaluation. The investigation is currently underway. H10: b3: date of event: the date of awareness was entered in the date of event field as the actual date of event is unknown. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the pleurx catheter has been flushed a minimum of once a day sometimes twice a day before draining and that 150ml is drained each procedure after flushing. It was further reported that if the catheter is not flushed, only a couple of drops are drained. The patient isn't able to flush the catheter at home and comes into the facility daily to get the catheter flushed. There was no reported patient injury.